Event description:
A patient in (B)(6) underwent an uneventful dialysis treatment which included a gambro polyflux dialyzer. Following the treatment, the patient was discharged home in stable condition. Later the same day, the patient was admitted to the hospital with left-sided chest pain, anxiety and was disoriented. The patient was diagnosed with non-st elevation myocardial infarction [nstemi], coagulopathy and hemolysis. The cause of the coagulopathy and reported hemolysis is unknown but suspected to be related to the patient's underlying medical condition.

Manufacturer narrative:
The gambro polyflux 140 h dialyzer used during the dialysis treatment was discarded and not available for investigation. Gambro performed a lot history record check which concluded this lot was produced and tested without any nonconformities. (B)(4). Gambro performed a complaint history file check. No further complaints with similar event were reported for this lot number.